Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that the device was tested and passed. The log shows that two shocks occurred. Both recorded "energy delivered", show a deflection in the ECG signal, and no pads errors are present. The device was left on and an hour after the event the log recorded that the device passed a defib short test. There are no instances in the log where the device was charged and did not then discharge clinically. The report that the device did not discharge is unsubstantiated. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to defibrilate a patient, (age & gender unknown) the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.